Event description:
Hospital had a couple of pts whose clamp was closed from inadvertent contact. In the most recent occurrence, the pt developed a tension pneumothroax before the problem was discovered. Once the clamp was released the pt's tension pneumothroax resolved without any other intervention.